Manufacturer narrative:
Reporting address (B)(6). Reporter phone #: (B)(6).

Event description:
The customer called technical support (ts) reporting that the device's touchscreen does not respond to touch on the display. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
Device use at time of event:: per good faith effort customer response, the device was not in use on a patient at the time of the event. The issue occurred during routine testing.